Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the angiocath 24ga x 0.75in leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "angiocath 24gax0,75 ref 38833614 I've bought 1 box of this product and the product presents leakage."

Event description:
It was reported that the angiocath 24ga x 0.75in leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "angiocath 24gax0,75 ref 38833614. I've bought 1 box of this product and the product presents leakage."

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown h3 other text : see h.10.